Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion and elective replacement indicator. The device was reset and the patient would be monitored closely. No patient symptoms were reported.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Review of the device image indicated that a false eri alert was triggered due to transient low battery voltage which resulted from the device being operated in automated or higher settings. The device was found to have gone into backup operation after explant due to cold temperature exposure which caused the battery voltage to drain to eol level. The device was tested on the bench with a replaced battery and no anomalies were found.

Event description:
New information states that the pulse generator was explanted and replaced successfully. No additional information was available.